Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted (B)(6) 2005; 5076 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and variable pacing impedance, oversensing in the form of short ventricular intervals, and noise. The patient had also received inappropriate high voltage therapy. The system was to be removed due to pending erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The system was later reported to have been removed.